Event description:
There was no patient involvement in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2012. The device then manually powered up on two occasions with successful manual power ups being recorded on (B)(6) 2012. After this date there are eight further manual power ups, with nonsensical dates logged, which fail the self-test due to a real time clock error. On inspection of the pad clock, the time was not incrementing and the date was corrupt. There is no evidence within the history of the device or during testing to indicate the device was switching itself on. Investigation revealed that the bt1 coin cell had become detached from its terminal and there was evidence of component misalignment. It is likely that the device would have experienced some sort of impact in order for the coin cell to become detached. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.